Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned severed at approximately 44 cm from terminal pin. Analysis revealed that the conductor coils were fractured at approximately 42 cm from the terminal pin, at the distal end of suture sleeve tied-down. Analysis concluded that this finding could have contributed to the clinical observations.

Event description:
Boston scientific received information that the physician contacted boston scientific technical services (ts) and stated the left ventricular (lv) lead exhibited high out of range impedance measurements greater than 2000 ohms. The field representative interrogated the cardiac resynchronization therapy defibrillator (crt-d) system two days later and found that the lv lead exhibited loss of capture and impedance measurements greater than 4000 ohms. Subsequently, the lead was explanted and a new competitor lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.